Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose ranged from 250-high mg/dl due to customer being without insulin while trying to load the cartridge onto the pump, reportedly manual injections were applied to address the issue. Reportedly, the customer replaced the cartridge and continued insulin therapy.